Manufacturer narrative:
Device discarded by customer.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(6) - mobile system 1 (B)(6) - mobile system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 86 mg/dl on mobile meter (system 1) and 156 mg/dl on mobile meter (system 2). No serious injury reported. Requested return of suspect device for evaluation.